Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer blood glucose level was 26.0 mmol/l. Insulin pump was getting the insulin flow blocked alarm. It was unknown that auto mode feature was active at the time of high blood glucose event. The insulin pump did not alarm insulin flow blocked after troubleshoot was done. The device will not be returned for analysis.